Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What is the current status of the patient? How was it confirmed that the anvil was attached properly? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the surgical procedure? What is the current status of the patient? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported the stapler didn't fire. The head remained inside the colon and it was not possible to dissect the rectum. The procedure was changed from colon-rectum anastomosis to colon-anal. Procedure: colon resection.

Manufacturer narrative:
(B)(4). Date sent: 01/06/2021. Additional information was requested, and the following was received: what were the indications for surgery? Colectomy left due to cancer did the patient receive any preoperative chemotherapy or radiation? No. What healthcare professional fired the device and what is his/her experience with the device? Expert. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? Not answered. Did the healthcare professional receive audible & tactile feedback when firing the device? Surgeon didn't remember. Were the donuts inspected? If so, please describe. Not answered. Was a complete transection of the white breakaway washer visually confirmed? Not answered. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Only one anastomotic ring (rectal stump) has formed incompletely. A colo-anal anastomosis was subsequently performed. What is the current status of the patient? Fine. How was it confirmed that the anvil was attached properly? Was a leak test performed? If so, what type and what was the result? No leak test done was the staple line visualized endoscopically during the surgical procedure? Not answered. What is the current status of the patient? Fine.